Event description:
The customer reported to olympus, during the middle of a diagnostic bronchoscopy with a linear ebus the tip of the needle broke off and fell into the patient's right hilar region and had to be retrieved. Biopsy forceps were used to retrieve the device fragment. The patient had a post-procedure chest radiograph. The device was inspected prior to the procedure and no issues identified. The intended procedure was completed with a similar device, olympus19g ebus needle. There was a five (5) minute delay while the patient was under general anesthesia due to the device malfunction.